Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular exhibited high capture threshold and high pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient experienced no consequences.